Event description:
It was reported that the atrioventricular (av) search feature of this pacemaker device caused the patients rhythm to accelerate into the ventricular tachycardia (vt) rate zone. The patients heart rate came back down below the vt rate on its own after approximately five (5) seconds. Boston scientific technical services provided guidance to the boston scientific representative to consider programming off the av search feature, so this rhythm acceleration does not reoccur when the device is pacing at the maximum sensor rate (msr). The device remains in-service. No additional adverse patient effects were reported.